Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing, loss of capture (loc) in dedicated bipolar configuration and high out of range pacing impedance measurements greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature. Programming changes were made and a lead revision procedure will be planned for an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.